Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out-of-range impedance measurements with large fluctuations. Noise was also noted on the atrial channel. The lead was surgically abandoned. No adverse patient effects were reported.